Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a amplatzer torqvue ds was used to successfully implant a 25 mm amplatzer pfo occluder. On (B)(6) 2022, the patient complained of a painful lump at the catheter insertion site in their right groin. Right lower extremity arterial doppler ultrasound-short segment found an occlusive thrombus in the right greater saphenous vein at the site of the reported painful lump. No evidence of right groin hematoma or pseudoaneurysm. Patient to continue eliquis for 6 months then will be reassessed with another ultrasound. No additional information was reported.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.